Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having problems for the last 3 days on the insulin pump. Customer stated that the insulin is not getting in but the pump is working. Customer stated that one day she had air bubbles. Customer changed her set as it was time and she had about 20 units left. Customer noticed that when her reservoir is low, her blood glucose will run high. Customer's blood glucose was about 200 mg/dl and she took a shot. Customer changed the set again but her blood glucose was still high. Customer's blood glucose was in the 400's mg/dl before bed. Customer took manual shots to bring to the upper 200's mg/dl. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose is 330 mg/dl. Customer's highest blood glucose was 500 mg/dl. Customer treated with the pump and manual injection. Customer stated that the insulin was not stored at room temperature. Customer was advised to do a complete set change.